Event description:
It was reported that during a resection of ivc sarcoma, with right nephrectomy, left renal vein reconstruction and cholecystectomy right with hayden snow procedure using the ligasure maryland device, the surgical time was extended when a metallic fragment was discovered toward the end of the procedure and was later identified as a component of the ligasure device. The device was described as physically broken or damaged with an internal component issue, and a metallic piece was reported to ¿click¿ when the pull handle was squeezed. The ligasure device was plugged into a generator at the time of the event, and another ligasure device was used successfully with the same generator. An x-ray was performed to confirm that no pieces were retained inside the patient.

Manufacturer narrative:
D10 concomitant products: vlft10gen, vlft10gen ft series energy platformx1 (serial#: unknown). Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.